Manufacturer narrative:
(B)(4). The covidien service engineer (se) inspected the device and verified the reported condition. The se updated the software to the current revision. The se performed extended self-testing on the device and all tests passed.

Manufacturer narrative:
(B)(4). After further review, the statement "the covidien service engineer (se) inspected the device and verified the reported condition" should have been "the covidien service engineer was unable to duplicate the reported condition."

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a demonstration a 980 ventilator did not generate a visual or audio alarm when it was powered off. The ventilator was not in use on a patient at the time the event occurred.

Manufacturer narrative:
An investigation was performed and the technician found that the reported problem could not be duplicated. No failure was detected. If information is provided in the future, a supplemental report will be issued.